Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server messaging delays. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server had multiple communication delays. A technical support specialist identified that the sql server was unable to utilize the required 4 gb of memory due to interference from third-party applications on the server. To resolve this, the engineer collaborated with the customer to increase the vm memory to 12 gb. Parallelism settings were then adjusted in accordance with es database server performance troubleshooting. It was also discovered that message processing experienced delays when there was a gap of more than one hour in received messages. To address this, the engineer worked with a product support engineer to modify the messaging service setting "dequeue-idle-duration" from "2m" to "1s". Following these changes, all messages were confirmed to process in under 3 seconds. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server messaging delays. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.